Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted and replaced as the pump stopped working. No other adverse patient effects were reported.

Manufacturer narrative:
A titan pump, cylinders 1 and 2, and reservoir were received for evaluation. Evaluation revealed a separation in the pump body, adjacent to the strain relief. Testing revealed this to be a site of leakage. Microscopic evaluation revealed the surfaces of the site of separation to be rough and irregular, indicating sufficient stress had been exerted to separate the site. Microscopic evaluation revealed partial separations within abrasion on the pump inlet tubing. Testing revealed these to not be sites of leakage. Microscopic evaluation revealed surface abrasion on all pump tubing, indicating repetitive contact between surfaces. Not all functional testing could be performed due to the condition in which the pump was received. Microscopic evaluation revealed partial separations within abrasion on the cylinder 1 and cylinder 2 exhaust tubing. Testing revealed these to not be sites of leakage. Microscopic evaluation revealed surface abrasion on the cylinder 1 and cylinder 2 exhaust tubing and strain reliefs. No functional abnormalities were noted with cylinder 1 or cylinder 2. Microscopic evaluation revealed partial separations within abrasion on the reservoir inlet tubing. Testing revealed these to not be sites of leakage. Microscopic evaluation revealed surface abrasion on the reservoir inlet tubing. Based on examination of the returned product, it was concluded that while in-vivo all pump tubing had overlapped and abraded against one another. This positioning, in combination with device usage over time, may have contributed to sufficient stress(s) to separate the pump body while in-vivo. A separation of this type may then allow the loss of fluid, rendering the device inoperable. A review of the device history record confirmed that the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot. D4 lot 3196829.